Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. During troubleshooting, it was found that one of the supply bags had a loose connection and became disconnected from the supply line. The patient would restart therapy using all new supplies or manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the supply bag disconnected from supply line, which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.